Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. Stylet insertion test result was passed. No anomalies found.

Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead, the stylet was not able to be fully inserted. A different stylet was used nonetheless, the physician was unable to insert the stylet. The lead was not used. A different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.